Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had failed hardware. A field service engineer replaced the failed hard drive; however, touchscreen alignment issues persisted due to the absence of the elo application on the replacement drive. Further review confirmed that the required application was not present on the installed image. Cubex identified an alternative drive version containing the elo application. As a temporary workaround, fse provided a mouse for system use and later replaced the hard drive. A cubex engineer restored the database and installed the necessary application, after which the issue was resolved. The system functioned as intended after the field service engineer and cubex engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was down and displayed a "disk boot failure" error on a black screen. The customer reported that they were not aware of any power supply issues on the night of (B)(6). The cabinet was restarted using the power switch; however, the screen returned to black and continued to display the "disk boot failure" error. There were no delay or adverse events or injuries reported based on this event.